Event description:
Customer reported that the paramedics were called to assist her. Customer stated that she was connected at the time to rewind the insulin pump and could have primed insulin into her body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.